Event description:
Info received with returned product indicates the device was removed in 2006, after approx two months implant duration due to infection at the ipg pocket location. No other event info was available at the time of this report. Additional info has been requested. A follow-up report will be sent if additional info becomes available. The device was explanted and returned to the MFR for analysis.

Manufacturer narrative:
H6 - final device analysis results reveal-no anomaly found, normal device function.